Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone jacket could not be confirmed as no pictures were provided and no product was returned for evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. No atypical alarms or events were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the pump operating as intended. It was reported the patient had their driveline extensively rescue taped. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had driveline extensively rescue taped. Log files were sent in to check the integrity of the wires. Log file analysis showed no unusual events and the equipment was operating as intended. No additional information was provided.